Event description:
It was reported that during an unknown surgical procedure, it was observed that the hand piece device was "very loud." The planned surgical procedure was completed without delay as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. The date of the event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated device and the reported condition was confirmed. The assignable root cause was detemined to be mproper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.